Event description:
Consumer reported complaint for error message (e-3). At the time of the call, the customer reported feeling lethargic; medical attention was not needed at the time. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/23/2022 and open vial date is 11/27/2021. The customer had not been using the proper testing techniques. During the call, a blood test was performed by the customer fasting and produced test result of 68mg/dl using true metrix meter. Customer was satisfied with the result obtained and stated she had not eaten in a few hours.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lethargy. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved. Unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 28-jan-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).